Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After troubleshooting, unable to pass & complete rio registration. Case type: tka. Surgical delay: 16-30 minutes surgery was not completed robotically.

Manufacturer narrative:
Reported event: an event regarding registration fails involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported, ¿after troubleshooting, unable to pass & complete rio registration". Product evaluation and results: not performed as case session data was not provided. Product history review. Review of the device history records associated with rio 704 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 209999 reports similar complaints for tka software - registration fails. The complaint record numbers are: (B)(4). (B)(4), (B)(4), (B)(4), (B)(4). Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - registration fails. Device not returned.

Event description:
After troubleshooting, unable to pass & complete rio registration. Case type: tka. Surgical delay: 16-30 minutes. Surgery was not completed robotically.